Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(6) 2017.

Event description:
It was reported that during the implant procedure, high pacing threshold was noted. Physician tried different positions but the threshold was still high. Lead was not used. There were no adverse consequences to the patient. Patient¿s condition was stable.